Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead was bent. Visual analysis of the lead indicated damage at implant. No anomalies were found on the fixed helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while turning the right ventricular (rv) lead during implant, the lead built up too much torque, was damaged, and unable to put torque on the helix. The rv lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.